Event description:
It was reported that there were erroneous results on patient samples with a bd oneflow¿ 8 color kit fc beads. There was no delay in treatment, samples were not re-drawn. The following information was provided by the initial reporter: mpo fitc spillover into pe channel and cd7 apc spillover into scd3 apc-h7 is not correctly compensated when acquiring data on oneflow a lot tubes and oneflow settings. Between, user is using bd intrasure kit for the intracellular staining. Additionally, on 2020-07-10 the bd sales consultant provided the following additional information: was the problem observed on a patient sample intended for clinical use? The problem observed on patient samples. If so was there any impact to the patient? No. The users run both aml panel and t-all to counter check the result of alot screening tube. Were samples redrawn? No. Was there any delay in treatment? No.

Manufacturer narrative:
Investigation summary: complaint was not confirmed as a manufacturing defect. Upon investigation on 21jul2020, it was determined that the 8-color kit fc beads material: 658621, lot: 8302537 were already expired on 31mar2020. The beads expired three months before the complaint or pir was opened on 30jun2020 (investigation pir open date 02jul2020). Customer used expired material to setup compensation for alot testing. Bd has no claim on materials used beyond the assigned expiration dating. Based on batch record review it was determined no non-conformance report was found and material complied and met all manufacturing specifications as designed prior to release. Product batch records for material: 658621, lot: 8302537 and in-process material batch records utilized to manufacture the finished goods were reviewed. All manufacturing and quality specifications were met for material: 658621, lot: 8302537 and all 91-stage in process materials. Results of the review determined no non-conformance report was found and material complied and met all manufacturing specifications as designed prior to release. Upon review of the batch record, it was determined that the material has already expired on 31mar2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were erroneous results on patient samples with a bd oneflow¿ 8 color kit fc beads. There was no delay in treatment, samples were not re-drawn. The following information was provided by the initial reporter: mpo fitc spillover into pe channel and cd7 apc spillover into scd3 apc-h7 is not correctly compensated when acquiring data on oneflow a lot tubes and oneflow settings. Between, user is using bd intrasure kit for the intracellular staining. Additionally, on 2020-07-10 the bd sales consultant provided the following additional information: was the problem observed on a patient sample intended for clinical use? The problem observed on patient samples. If so was there any impact to the patient? No. The users run both aml panel and t-all to counter check the result of alot screening tube. Were samples redrawn? No. Was there any delay in treatment? No.